Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot number c2023603 of echo-hd-3-20-c was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 16 aug 2023. The returned device lab findings and observations can be referred through the attached files. Visual inspection: distal end of needle examined and distal break observed approx. 6.5cm from tip of sheath (ipe of ruler, ipe0402) luer lock examined and observed to be off centre. Functional inspection: sheath extender able to advance and retract without issue. Needle able to advance and retract without issue. This complaint was opened from the original file (pr 402811) which captured the leur lock being off-centre. Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c device of lot number c2023603 did not reveal any discrepancies that could have contributed to this complaint issue. A nc (non-conformance) was noted in production for damaged devices but these were scrapped and did not contribute to the reported issue. Review historical data: a review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2023603. Instructions for use and label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause could be attributed to the distal part of the needle breaking due to device handling when the needle was outside the patient during the process of removing the specimen. It is likely that the needle became damaged while expelling the sample and therefore broke off. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, distal needle break. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to the distal part of the needle breaking due to device handling when the needle was outside the patient during the process of removing the specimen. It is likely that the needle became damaged while expelling the sample and therefore broke off.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 18-apr-2024.

Event description:
During the lab evaluation of (B)(4) a distal needle break, approximately 6.5cm from the tip of the sheath on the device, was observed.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.